Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-mar-2020. It was reported that crossing difficulties were encountered and tip damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38mm in length, eccentric, de novo target lesion was located in the mildly calcified, 2.5mm in diameter mid to distal right coronary artery. The lesion contained <=45 degrees bend. Predilation was performed using a 2.5x20 emerge balloon catheter, leaving 80% residual stenosis in the lesion. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment, but encountered difficulty in crossing the lesion. The device was removed and found the tip of the catheter was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.